Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the patient had a blood glucose (bg) of 564 mg/dl with moderate fatigue / moderate ketones / moderate headache due to no power in the pump from loose battery cap: reports a recurring loss of prime alarm this morning. She had called customer support (cs) night for loss of prime and they changed the cartridge last night and when the patient work up this morning the pump had the verification screen on it and it was alarming pump not primed. Patient discontinued pump use with resulting bg this am after breakfast of 564 mg/dl w/ symptoms (fatigue, moderate ketones and headache). No damage to the battery cap or the pump. Unknown when battery cap was last changed on the pump per mom. Confirmed cartridge cap is secure, yellow o-ring is showing but was able to be tightened properly to the pump. Mother was able to successfully rewind, load and prime and air bolus without reproducing loss of prime and reconnect the pt to the pump. Cs advised pump mom was rebooting due to battery cap being loose. Reviewed with mom how to properly secure battery cap to the pump and battery cap recommendations to change the cap every 6 months. Mom understood and will monitor bgs. This complaint is being reported as the hyperglycemia is related to the use error of the patient not tightening the battery cap.

Manufacturer narrative:
Follow-up #1 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: power on resets observed in the black box of date of event. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. No power interruptions were duplicated when the pump was exercised for 24 hrs with the returned battery cap. No battery cap connection defects were observed. The height and width of the returned battery cap were found to be within the required specification. Pump passed a (B)(4) flow accuracy test successfully. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found. The power complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.